Manufacturer narrative:
Device product code: htc. Because the product functioned, it was kept by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. The distributor advised the revision occurred due to complications with the patient's triple bypass. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event. Report one is reported on MFR #0001032347-2016-00562.

Event description:
It was noted that the cutters used during the revision were "bulky and difficult to use." It is reported that though difficult to use because of its size, the cutters performed as intended and will not be returned for evaluation.